Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the surgeon used the ems stapler to affix the mesh to the inguinal region. The 1st ems jammed after about (4) firings. They then opened another ems which also jammed after 4-5 firings. They then opened another ems to complete the case. There was no consequence to the pt.